Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to resolve the occlusion. Customer's blood glucose was 251 mg/dl. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer that fiasp was not labeled for use with the pump. Customer acknowledged information.